Event description:
It was reported that the device failed to turn on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Medtronic physio-control evaluated the device. The root cause was determined to be due to a failure of ic u8 on the user interface pcb assembly. After replacing the user interface pcb assembly, proper operation was confirmed and the device was returned to the customer.